Manufacturer narrative:
Reported event: the event reported that a pka end effector's o-ring was worn. Device evaluation and results: visual inspection confirms that the orange o-ring is missing from the device history review: review of the device history records indicate (B)(4) devices were accepted into final stock on 05/05/2015 with no reported discrepancies. Complaint history review: a review of the complaints related to p/n 111758, l/n 19030914 shows 0 complaints related to the failure in this investigation. Conclusion: the failure was confirmed as the o-ring was missing. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The orange ring on the end effector rotted away.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The orange ring on the end effector rotted away.